Event description:
The customer reported that the fluoro images displaying on a workstation monitor suddenly turned to black and appeared very coarse. The tube voltage rose to 110 kv. The customer tried to reboot the system, but the system did not work as intended.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.